Event description:
It was reported that the patient complained of feeling pocket pulsations. Reprogramming was attempted, but the issue did not resolve. The lead will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.